Event description:
The customer reported a suspected positive biological indicator (bi). The customer reported that not all of the items from the load were recalled. The clinical rep. Reviewed the bi procedure and checking the vial before and after processing. Upon follow-up, the customer reported that there were no reports of injury related to the unrecalled items.